Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, oversensing of external signals on the right atrial (ra) channel that led to inappropriate atrial tachy response (atr) episodes were observed. Ts provided programming recommendations. At this time, the crt-d remains in service. No adverse patient effects were reported.